Event description:
A report was received that a patient underwent a lead revision procedure due to inadequate therapy. During the procedure, the physician noted that two of the contacts were loose in the patient's epidural space. The physician explanted the lead and replaced it with a new paddle lead. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted lead was discarded by the medical facility and was not returned to bsn for evaluation. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.